Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. System operates as intended.

Event description:
The customer reported, the system saves images slowly and pt annotation screen takes excessive time to appear. No pt injury was reported.